Manufacturer narrative:
Model number/catalog number: sc-8216-70; serial number: (B)(4); batch/lot number: 14000758; model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms were pain, puss and purulent discharge. The physician believed that the infection was not device and procedure related and the cause was unknown. Antibiotics were prescribed. The patient underwent an explant procedure.